Event description:
A malfunction alarm identified as "malf 12" was reported by the customer for the insulin pump, which occurred multiple times but had not been reset within the last 24 hours. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy. They were also guided on how to store the pump and return it with a pre-paid label within 10 days.